Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred. Reportedly, the contact was unable to determine if the customer removed the cartridge during pumping. However, the contact acknowledged that it was likely the customer removed the cartridge during pumping. There was no reported impact to blood glucose. A new cartridge was successfully loaded to address the event.